Manufacturer narrative:
Phone: (B)(6). Fax : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting reported a left side device rupture diagnosed by ultrasound and MRI. The device is scheduled for removal.

Event description:
Explanting reported a left side device rupture diagnosed by ultrasound and MRI. The device is scheduled for removal.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.